Event description:
Two catheters in same lot were affected. Md was unable to remove guide wires after insertion secondary to resistance. Per instructions in package insert, md had to withdraw entire device (catheter and guide wire) in order to remove guide wire. Facility reports this md is quite capable with this procedure and questions the integrity of devices in this lot, as md has never experienced this problem before.